Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a review of the receiving inspection (ri) for viper prime inserter shaft, was conducted identifying that lot number mf4503901 was released in two batches. Batch1: released on june 2, 2022 with no discrepancies. Batch2: released on august 5, 2022 with no discrepancies. Supplier : depuy : metal craft machine & engineering the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that one set screw of the device is stuck with collar threads. Screw also haves stripped damage. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces like usage of excessive force at torque. A functional test was performed with set screw and was able to confirm jammed condition. A dimensional inspection was unable to be performed due to the condition of the complaint. The overall complaint was confirmed as the observed condition of the viper prime inserter shaft would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed the source controlled drawings reflecting the current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from germany reports an event as follows: it was reported that on (B)(6) 2024, the locking screw on the inserter shaft could no longer be moved. There was no patient harm. Upon manufacturer investigation, it was determined that one set screw of the device is stuck with collar threads. Screw also has stripped damage. This report is for a viper prime inserter shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5: additional information added to event description. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was no patient or procedure interaction, the event occurred pre-op.